Manufacturer narrative:
H3) no parts have been returned for analysis medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the site stated while trying to load a patient exam, the dicom was not available to download. The representative reported this was a microdicom. The site was able to pull dicom from a disc and isolate on a usb to import into the system successfully. Technical services (ts) confirmed microdicom is a dicom viewer, and not a modality, dicom may have been manipulated in the viewer before importing onto the system.  There was no patient involvement.

Manufacturer narrative:
H3) the software team reviewed the case details. As per the case description, the site reported that while loading a patient exam, the digital intercommunication of medicine (dicom) was not available to download. However, it was confirmed that the site was using a disc of version udf that was not linux compatible, once images were taken off the disc, they could be read on the navigation system. Based on the information provided, this appears to be an issue with the disc used, this did not appear to be an issue with the software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.